Event description:
It was reported that during a farapulse pulmonary vein isolation procedure to treat persistent atrial fibrillation, visible air bubbles were aspirated into a faradrive sheath following pre-procedure left atrial mapping during catheter exchange. The sheath was replaced with a similar device, the air issue was resolved, and the procedure was eventually able to be completed. No patient complications were reported.